Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8709 serial(B)(4) product type catheter analysis of the pump found that there was corrosion/wear/lubrication on the pump motor gear train and that there was a stall due to shaft bearing on the pump motor gear train. Analysis of the pump also found that there was over infusion with the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter were returned for analysis.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (10 mg/ml at 5.25 mg/day), clonidine (350 mcg/ml at 184 mcg/day), and bupivacaine (10 mg/ml at 5.25 mg/day) via an implantable pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The motor stall was active. The pump was going to be replaced. The patient had no symptoms. No further patient complications have been reported as a result of this event.